Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2022-00216, 1221359-2022-00217, 1221359-2022-00218, 1221359-2022-00219, 1221359-2022-00220, 1221359-2022-00221, 1221359-2022-00222.

Event description:
The consumer reported one (1) confirmed false positive and seven (7) unconfirmed false positive results with the binaxnow covid-19 antigen self test. This MFR. Report is one (1) of eight (8), for the one confirmed false positive result. The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testing was performed and generated a negative result. Per the consumer, unconfirmed false positive results have happened on seven occasions. Also per the consumer, it only happened to one person in their family that the test always detects a positive. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Investigation complete: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.